Event description:
It was reported that the patient began experiencing increase in seizures and has been referred for battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.